Event description:
It was reported that during an anterior resection procedure, there was no issue at the time of firing. However, there was a bleed from the stapled area and the pt had to be brought back to the theatre and re-operated on. No add'l info is available.

Manufacturer narrative:
Date sent: 09/23/2008. Info anticipated, but unavailable at this time.